Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of an unspecified medication. There was patient involvement but unknown harm.

Event description:
It was reported that there was an over infusion of an unspecified medication. There was patient involvement but unknown harm.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the report of over infusion was not confirmed or replicated during the investigation. The returned device and logs were fully evaluated, and no anomalies were observed during laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. The customer provided an event date of (B)(6) 2024. The event time was not reported. The following date of 10 july 2024 was noted as the last programmed infusion. On (B)(6) 2024 at 4:24 pm, the pcu event log showed the pump module received a remote IV message for ¿drugid= 87¿ ¿unknown drug¿ for a secondary infusion at a rate 276ml/hr and a vtbi of 276ml. The infusion was started. At 4:25 pm, the pump module was selected, and the user updated the vtbi to 250ml. The user then started the infusion. At 4:57 pm, the pump module was paused, and the infusion was restarted. Five minutes later the pump module was selected, and the user updated the vtbi to 130ml. The user then started the infusion. At 5:30 pm, the secondary infusion completed on schedule and switched over to the primary infusion. A few seconds later the pump module was selected, and the user updated the primary vtbi to 200ml with a rate of 213ml/hr. At 5:43 pm, the pump module was channeled off. The total primary volume infused for the secondary infusion was calculated to be 280.91ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration and secondary sets could not be performed to determine if any issues existed with the primary set check valve since the incident administration and secondary sets were not returned for investigation. Becton dickinson (bd) recommends that when the infusion starts, ensure drops are falling in the secondary drip chamber and no drops are falling in the primary drip chamber. Bd recommends the following steps for optimizing infusion setup and head height differential. If necessary, use additional hangers to lower the primary container to achieve the minimum 9 1/2" head height differential between the primary and secondary fluids. Adjust pole height to ensure the proper head height of the container to the pump module for optimal flow accuracy. Watch for drops in the primary drip chamber. If drops are seen, lower the primary fluid on another hanger. The source container height should be approximately 20" above the top of the pump module. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.1), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Root cause: the root cause of the reported over infusion was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing and inspection of the incident administration and secondary sets could not be performed to determine if any issues existed with the primary set check valve since the incident administration and secondary sets were not returned for investigation.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Added pi to the unique device identifier (UDI)# field. Additional information : device eval by manufacturer? A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that there was an over infusion of an unspecified medication. There was patient involvement but unknown harm.